Manufacturer narrative:
Additional information: relevant tests/lab data. Clinical review of the medical records did not indicate a causal relationship between fresenius peritoneal dialysis products and the patient¿s death. Due to the lack of medical record information, no conclusion can be made regarding any causal relationship between the patient¿s death and the patient¿s peritoneal dialysis products. The medical records did reveal the patient had an extensive cardiac history including greater than two months post-op from a transcatheter aortic valve replacement. Risks of this procedure as outlined in the medical record included death, renal failure, bleeding, myocardial infarction, stroke and pneumonia. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4) the complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the customer was conducted, with a time frame of three months before of the occurrence day. According to the system no product was available from this lot on distribution centers to be analyzed. The entire lots have been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient expired due to cardiac arrest while attached to cycler. The certificate of death states end stage renal disease and cardiovascular disease were the cause of the death..